Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure on (B)(6) 2018, diagnostic testing revealed high impedance readings on multiple lead contacts. The lead was then tested under saline, however, the issue remained. In turn, physician decided to use another lead resolving the issue.